Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that she experiences a painful clattering noise from the device and therefore cannot use the audio processor. She also perceives the painful clattering noises when she passes any security gate of a shop. Device explantation is being considered.

Manufacturer narrative:
Additional information: based on received information, patient experiences a painful clattering noise from the device. During a revision surgery the fmt position was changed from the oval window to the round window, but no improvement could be achieved. Based on available information, it can be assumed that the observed symptoms might be related to the fact that patient could not hear for many years before implantation, and may need to adapt to the device. Explantation is being considered, but has not yet been decided.

Event description:
The patient reported that she experiences a painful clattering noise from the device and therefore cannot use the audio processor. Because of pain the fitting of the device is not possible. She also perceives the painful clattering noises when she passes any security gate of a shop. A revision surgery was conducted to relocate the floating mass transducer (fmt) from the oval window to the round window, no fmt displacement was observed. Following this revision surgery, an audio processor with low gain was tried but the symptoms remained. Available audiometric measurements showed no significant differences. Reportedly, the fact that the concerned ear suffered from hearing deprivation for decades before implantation was considered a possible contributory factor. As per latest information received, the clinic is considering either explantation or to leave the device implanted but unused by the patient. However, no decision has been made since the patient has not contacted the clinic yet.

Manufacturer narrative:
Conclusions: according to the received information, two types of symptoms have been reported, namely painful noise sensation and facial synkinesis (i.e. Abnormal involuntary facial movement during voluntary movement). The first could be related to a light mechanical stimulation of the facial nerve, which passes close to the ow in the bony canal. Bony dehiscence of the facial nerve canal is seen quite often within this segment, as also observed in the present case with CT scan. Concerning the observed facial synkinesis, its etiology is not yet fully understood; however, aberrant regeneration of the nerve after an injury (such as a surgical injury) seems to be one of most probable causes. Based on the available information, a possible mechanical interaction between the facial nerve and the conductor link could have caused the reported symptoms. The device investigation revealed a fully functional device. The observed damages are most likely related to the removal surgery. This is a final report.

Event description:
The patient reported that she experiences a painful clattering noise from the device and therefore cannot use the audio processor. Because of pain the fitting of the device is not possible. She also perceives the painful clattering noises when she passes any security gate of a shop. A revision surgery was conducted to relocate the floating mass transducer (fmt) from the oval window to the round window, no fmt displacement was observed. Following this revision surgery, an audio processor with low gain was tried but the symptoms remained. Also, facial synkinesis is stated in the CT scan results from (B)(6) 2016. The patient was re-implanted on (B)(6) 2016 and has been reported to be doing well with the new device.